Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging an unspecified error message on her ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that the reported issue with the meter began 3-4 weeks prior to contacting lfs. She mentioned she is on blood thinners and accidentally got blood in her meter. Ever since then she mentioned that she gets an unspecified error message without a specific number. A couple of days after the reported issue began she began to exhibit symptoms which consisted of feeling sweaty, blurry vision and feeling faint. The issue was not resolved over the phone. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt continued to take their diabetes regimen on a regular basis even after the reported issue began and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the unspecified error message they later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.